Event description:
Over the last 6 months, despite increasing doses of drug, the patient experienced a progressive loss of therapy. It was also noted that they had difficulty refilling the pump because of excessive reservoir pressure. The pump and catheter were replaced; a catheter occlusion was questioned. There was no patient injury. The patient recovered without sequela. The pump was used to deliver dilaudid (10 mg/ml) at a rate of 4.5 mg/day.

Manufacturer narrative:
The pump and catheter have been returned to the MFR for analysis which is not complete as of the date of this report. A follow-up report will be sent when the analysis is complete.